Manufacturer narrative:
(B)(4).

Event description:
It as reported the asymptomatic patient presented in the or for implant when the device was post paced t-wave oversensing on the ventricular channel. The oversensing was noted on a real time egm. Programming changes were made.